Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted. In 2018, the patient presented with dyspnea, thoracic pain, and echo showed high gradient, severe concentric hypertrophy and dilated left atrium. Several months later, on (B)(6) 2018, the valve was explanted due to stenosis and replaced with a 21mm trifecta gt valve (B)(4). The patient is reported to be stable.

Manufacturer narrative:
An event of stenosis was reported. Gross morphological and histopathological examination revealed all 3 leaflets were torn, contained fibrous thickening and calcifications. Circumferential fibrous pannus ingrowth on the outflow and inflow surfaces was observed narrowing the inflow diameter consistent with stenosis reported. No acute inflammation was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.